Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility was positive, and the sample collected from the air/water channel of the subject device tested positive for coagulase negative staphylococci (79cfu/20ml). The device had been reprocessed with an olympus automated endoscope reprocessor model etd 4 (not available in the USA) using glutaraldehyde. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from instrument channel of the subject device tested positive for unspecified microbes (3cfu/endoscope).the testing result cleared the german guideline. (B)(4) checked the subject device and found the followings. There were leakage from the up/down angulation control knob. There were leakage from the scope cover the insulation of the distal end resistance value was out of specification. The two light guide lenses were chipped. The distal end cover was deformed. The outer of the subject device was deformed. The angulations were out of specification. The variable stiffness were out of specification. There were pixel failure. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined.